Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. There was no reported impact to blood glucose. Reportedly, customer continued to use the pump for insulin therapy.